Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The chronic pain patient reported through a manufacturer representative that he felt a tingling sensation and ¿burning¿ around his implant site after a seizure-related fall and was reporting a new pain when he turned on his device. It was noted the patient had also hit his head and had a small ¿burn¿ mark on his neck where his chain was located. The patient¿s implantable neurostimulator (ins) system was checked and showed no signs of faulty function. Impedance testing was performed and found the system appeared to be functioning normally. A new program was added for the patient; however, he still felt an unusual pain when he turned the device on. It was noted the patient still felt the unusual pain as of (B)(6) 2019 and was advised to turn off his device until he could meet with his physician again. The patient reported ¿further unusual symptoms¿ that were ¿outside of his chronic pain¿ as of (B)(6) 2019. The patient was using prescription pain medication in order to cope with his symptoms until his visit. It was unknown whether the patient had consumed alcohol or pain medication prior to the fall and the patient had no memory of the events leading up to the seizure. The patient was reported to have had a seizure and was found next to the toilet by his wife. Though the patient¿s stimulation system was running at the time, the patient¿s doctor did not think the stimulation system at all caused or contributed to the patient¿s seizure. Additional information received on 2020-jan-22 clarified the ¿further unusual symptoms¿ referred to the patient having ¿felt dizzy¿ and having occasionally ¿felt a ¿stinging¿ sensation in his back.¿ it was noted that while the patient¿s physician had referred the patient to have an imaging scan done, as of (B)(6) 2020, the patient had only called to inquire about booking a scan and had not yet gone into the medical center. The physician¿s objective for the scan was to check the patient¿s lumbar spine region and also to see if the leads had moved or fractured or if there were any other system issues. It was noted the patient may have fallen and then felt the new pain, tingling, and burning sensation as a result of the fall; however, it was noted the patient¿s physician did not consider the stimulation system to have caused the patient to fall. The cause of the patient¿s new pain, tingling and burning sensation, and unusual symptoms was undetermined as of (B)(6) 2020 the patient was booked to consult with a rehabilitation specialist in (B)(6) 2020. Although the physician had offered to remove the patient¿s system, the patient had declined so far as of (B)(6) 2019. The patient remained in pain at that time. It was noted the patient was being provided analgesics by his general practitioner and had been admitted to the hospital on a couple of occasions due to the pain not being controlled at home. It was additionally noted the patient had received past treatment at a rehabilitation center for drug dependence and that as a result, he was not approved to take any opioids. According to the patient¿s physician, he had a ¿serious drug dependency issue.¿ the patient was asked whether he had consumed any drugs or alcohol prior to the fall, and the patient said ¿no.¿ there were no surgical interventions planned or performed. The issue remained unresolved at the time of report. No further complications were reported or anticipated.